Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opening while locked in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the mitraclip opened approximately 30 degrees post deployment. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 2-3. During deployment of the first mitraclip, the clip was closed and clip deployment was performed. Following deployment, the clip had opened approximately 30 degrees. This first clip remained stable; however, the mr result was not desirable and there was remaining mr grade 2. A second mitraclip was implanted without any device issue and the mr was reduced to grade 1-2. There was no adverse patient effect. There was no clinically significant delay in procedure. There was no additional information provided regarding this issue.